Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2822714 mfg date: april 20, 2021 ~ april 27, 2021, exp date: april 27, 2021. Batch 2808740 mfg date: april 14, 2021 ~ april 20, 2021., exp date: april 15, 2026. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please clarify if the broken applicator reported was referred to the laparoscopic accessory tip or the dual applicator tip that is packaged within the vst04: the dual applicator tip. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. While attempting to attach the applicator, it broke, and was unable to be clicked on to the product. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Was the procedure open or laparoscopic? Laparoscopic. 2. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not new, used many times. 3. How many times have they applied the dual applicator tip? Over 50 times. 4. Was a sales representative present during the case when the issue was experienced? No. 5. Was any leakage or product solution observed at the luer locks connection? No. 6. Were there any unexpected outcomes or complications as a result of the event? No. 7. Are there pictures of the damaged device available? No. Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2808740 and 2822714. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.